Event description:
Replacement of artificial urinary sphincter (aus) device in 2008. In 2009, the cuff was replaced, reason was not indicated and american medical systems (ams) has requested additional information.